Event description:
Customer reported he was hospitalized for high blood glucose of 450 mg/dl, manual injections. Customer's symptoms were he had a very bad headache and vomiting. Customer stated the cause of the hospitalization was high blood glucose. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer did not have tubing clamp to perform high pressure test. Customer was advised to change entire set, cannula was not bent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.